Event description:
The hosp states that a pt was being manually bagged with the resuscitator when the check valve allegedly stuck closed preventing further use. Another resuscitator was used and there was no pt compromise.